Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿cassette error and cracked battery compartment¿ was confirmed, the pump exhibited a high alarm: ¿cassette not attached properly¿. The probable cause was contamination/dirt found at the downstream occlusion (dso) sensor area. The dso sensor and battery compartment were replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿cassette error and cracked battery compartment¿; during device evaluation the pump exhibited a high alarm: ¿cassette not attached properly¿. The event occurred during testing. There was no patient involvement.